Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, several issues occurred with sterile interface module (sim). During multiple steps of the procedure, bipolar fenestrated grasper (bfg) faced multiple connection issues with the sim. The connection issues persisted after opening a new bfg as well. A new sim was then opened and the issue was resolved. After replacement, a damaged gold pin was observed on the sim. It took 5 minutes to resolve the issue. There was no patient injury.